Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, a balloon pinhole occurred. The unspecified size taxus liberte did not inflate completely. When the device was examined outside the pt it was noted that the balloon had a hole in it. The procedure was completed with another of the same device. No pt complications occurred and the pt's current condition is listed as "ok".

Manufacturer narrative:
(B)(6). It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).